Event description:
It was reported that (1) tlc75 and (1) tcr75 were used during a bowel resection procedure. It was reported by the rep that after firing the tlc75 two times to divide a piece of bowel, the instrument was reloaded with another blue reload (tcr75). This time the instrument would not fire. The firing knob would not advance at all. The surgeon then had to hand sew the anastomosis.